Event description:
It was reported that patient presented to the ER after receiving inappropriate atp and hv therapy due to noise. Low, out of range, high voltage lead impedance was also observed. Physician elected to replace the lead. Patient was fine. Patient will be monitored.